Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Approximately 21/2 hours into the treatment, the patient complained of abdominal pain. The patient began to shiver and had an increase in bp and temperature. Blood cultures were obtained. The treatment was terminated 40 minutes early and the patient was admitted to the hospital and treated for suspicion of hemolysis. Lab work revealed elevated ldh and ck-mb. The blood cultures were positive for staphylococcus aureus and staphylococcus lugdunensis. The origin of the hemolysis is unknown; there is no indication of a mechanical mediated hemolysis.

Manufacturer narrative:
The revaclear dialyser used in this treatment was discarded and not available for inspection. The device history record for this lot number showed no anomalies. There were 6.312 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.